Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-08244 - device 1 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that three infusion sets detached causing a leak which occurred on (B)(6) 2024. No further information available.